Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the case, it was mentioned that the attune 6-8 saw capture was not locking on to the size 8 cutting block. Upon examination, it was noticed that the red tab that clicks into the cutting block had broken off. As a result, they opened a 2nd fem sizing pan. They had the exact same issue with the 2nd one. The surgeon went ahead and made the posterior cuts w/o a capture.

Manufacturer narrative:
Examination of the returned devices confirms the reported event. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.